Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during the procedure, the valve was stuck in the ascending aorta and it had to be retrieved. The valve and the delivery system were removed as a whole unit. The aorta was very calcified and curved and it looked like the valve got stuck in a calcium spike'. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, and lead to resistance. In this case, it is possible the valve struts interacted with the calcification node during the delivery system advancement. If excessive manipulation was applied, it resulted in the bent struts observed. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) and corrective/ preventive action are not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported by a thv territory manager that during, a 26mm sapien 3 ultra case in aortic position by transfemoral approach, the valve was stuck in the ascending aorta and it had to be retrieved. The valve and the delivery system were removed as a whole unit. The aorta was very calcified and curved and it looked like the valve got stuck in a calcium spike. There was some difficulty retrieving the device through the sheath tip. A second non-edwards valve was used. No surgical cutdown was needed during the procedure with the edwards valve/delivery system. Moreover, no injury occurred using any of edwards devices. The patient outcome was good. As per medical opinion, the perceived root cause was that the aorta was very calcified and curved and it seemed like the valve got stuck in a calcium spike. Per the pictures provided, there was a valve frame damaged observed and the sheath liner was torn.